Event description:
Alarm was found disconnected and mallinckrodt cse re-established connection. No known product failure or replacement part was required for this complaint resolution. Service history does not indicate any previous alarms issues.